Manufacturer narrative:
One sample and 5 photos were provided by the customer for quality evaluation. Inspection of the photos show a portion of a male connector stuck in a maxzero connector. Investigation of the sample indicates that the distal male luer connector has a broken tip. The photos show that the tip broke off into the maxzero connector. The sample of the maxzero connector with the broken tip was not submitted. The customer complaint of component damage was confirmed. The investigation was communicated to the manufacturing team and based on the sample examination and the photos provided by the customer, the break of the luer was created after the product was in use. The probable root cause of the issue is a twisting or bending of the connection during connection or disconnection that cracked a portion of the male luer connector into the maxzero connector as shown in the customer photos. The bd clinical group has been notified of the issue and will determine if further instructional material or training is needed for the use of the product. A device history record review for model mx4439 lot number 25029234 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxguard extension set had a damaged connector. The following information was provided by the initial reporter: we have experienced three separate failures of this tubing in recent weeks. At least one has been used on a patient, so we will need biohazard return packaging. The anesthesia extension tubing (xxx max guard extension set with 2 needless y-sites and 4-way stopcock) were found to have the male ends break off in the luerlock valve of the patients IV pig tail tubing. Additional information received from the customer: please confirm whether the date of event is same for the three events reported as three separate failures. If not, please provide the respective event dates. The date given is the only dated documented, however, the nurse states it happens 2x the week prior and he felt it was a fluke until it happened the 3rd time, the exact date is unknown. Please confirm the batch# or lot# number is same (25029234) for both the reported events? If not, please provide the respective lot# number. This is the correct batch# and lot# (25029234) for the item that was saved, unknown for the week prior as this was not recognized as a true issue until the 3-event occurred. Describe any patient¿s harm, injury, complication or negative outcome that occurred because of the event. No harm to the patient, but the backflow of the IV can be disturbing to patients as they see a large amount of blood flowing out from them postop what was the medication type and duration of the infusion? This event the IV was only infusing lr fluids at the time of incident, prior to that the IV was used for anesthesia purposes.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.